Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 400 mg/dl at the time of the incident. Patient's current bg: 357 mg/dl. Customer treated for high blood glucose with manual injection. Customer reports that she found a few defective products. Customer changed her pump yesterday. Customer reported that all day long her blood glucose were 300-400 mg/dl. Customer would take a bolus and wouldn't do anything. The pump will not be returned for analysis.